Event description:
It is reported that the patient was revised due to a pseudotumor from metal on metal reaction. Corrosion was found at the head/stem junction.

Manufacturer narrative:
This report will be amended when our investigation is complete.